Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Problem: delivery accuracy out of tolerance. No sample / underinfusion. The device was not available. Only the history data was sent for investigation. Results: the device history files were analyzed. The device history files from (B)(6) 2024 were investigated. A new volume of 290ml and a new rate of 290ml/h was selected at 2:31. The infusion was started at the same time. At 3:26p; the pre alarm "vtbi near end" occurred and the infusion was stopped. A new volume of 22,91ml was selected and the infusion started again at 3:29pm. At 3:32pm the pre alarm "vtbi near end" occurred and the infusion was stopped. A new volume of 30ml was selected and the infusion started again at 3:32pm. At 3:38pm the kvo-mode (keep vein open) occurred and the infusion was stopped. At this time, 321,24ml was infused. No other abnormalities were found.

Event description:
According to the event description: therapy started at 1430 hours with volume to be infused (vtbi) of 290 milliliters (ml) and rate of 290 milliliters an hour (ml/h). At 1530 hours, observed still have remaining 50ml in bottle when they expect to be empty. Operator top up vtbi of 30ml and continued on the same rate.